Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 06/12/2025. According to the patient, on (B)(6) 2025, she passed out and couldn¿t remember any previous symptoms she experienced. The cgm reading at the time was low and the patient reported that she did not feel the same way as the reading shown. The patient checked her bg and it was 46.0 mmol/l. The patient is unable to recall what treatment was administered during the event. The patient¿s husband decided to take her to the emergency room (ER). Upon arrival, the staff took a bg reading, but she was unable to recall the value as she was unconscious at the time. It was documented that the bg was high while the display device was showing low. The treatment provided is unknown as the patient was unconscious and couldn¿t remember. The patient remained at hospital for a 3 months from 06/19/2025 until 09/19/2025, as she experienced a coma and cardiac arrest. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.